Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received questionable results for a total of 12 patient samples tested for multiple assays on the c501 analyzer. Of the 12 samples, 9 had erroneous results for total protein gen. 2 (tp), calcium gen.2 (ca), bilirubin total gen.3 (tbil), urea/bun (urea), glucose hk (glu), and c-reactive protein gen.3 (crp). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Please refer to the attachment for all sample results. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The tp, ca, tbil, urea, glu, and crp reagent lot numbers and expiration dates were asked for, but not provided. The field service representative could not determine a cause. He changed tubing that was connecting a valve at the bottom of the sample syringe as it was pinched. He cleaned, lubricated, and adjusted a probe arm. He checked mechanism controls and these were ok. He checked water levels in the tanks and wash well, these were ok. He tested the photometer and this was ok. Controls were tested and these were ok.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No clot or pressure sensor alarms were identified in the alarm log. Calibrations were acceptable. Calibration and reagent issues can be excluded. A kinked sample syringe tube may influence sample aspiration volume. The instrument was confirmed as running within specification after the service visit. No additional service visits have occurred.